Event description:
Pt had spinal fixation system implanted 10/20/97. Computerized axial tomography scan revealed possible encroachment of screw on a nerve; pt had left leg pain; left side screws were removed.